Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced hyperglycemia and his insulin pump had received compromised force sensor system alert. The customer's blood glucose level was 500 mg/dl at the time. The customer also reported that the insulin was squirting out during the manual prime. The customer was assisted in troubleshooting. The customer was treated with manual injection. The insulin pump will be returned for analysis.